Manufacturer narrative:
(B)(4) the following information was requested, but unavailable: how the procedure was completed? Was there any adverse consequence associated with the patient? Please confirm when the event occurred? What is the event day and procedure date? It mention "before the use, the suture presented knots" could you please explain if this suture was used? How many devices were involved? It indicates that just one device was involved. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. The needle detached during the first suture stitch. There were no adverse patient consequences reported. No further information is available.